Event description:
Deflation resulting in explantation

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation, likely caused by fatigue.update/correction to sections b4, b5, d4, d9, d10, g7, h2, h3, h4, h6 and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation, likely caused by fatigue. Update/corrections to the following sections: b4, b5, d4, d10, g7, h2, h3, h6, and h10.

Manufacturer narrative:
Statement from physician: right implant appeared smaller.

Event description:
Alleged implant deflation resulting in explantation.